Event description:
It was reported that a flogard infusion pump was out of service. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition the device being out of service was confirmed as an air in line alarm. The root cause of the reported condition was the air sensor was out of calibration. To correct the issue the air sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.